Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion device switched to the quick bolus mode by itself and the buttons would not function. No adverse event was reported. The alleged product was requested for evaluation.